Event description:
During a tuna procedure, the needles would not fully retract into the cartridge, prior to the cartridge being removed from the pt. Following the procedure the pt was hospitalized to monitor for bleeding. The pt was subsequently discharged from the hosp and reported to have no further complications.